Event description:
Patient reports being on step 27 and the lower front tooth seems sunken in and is concerned. Byte cst (clinical support team) evaluated the event and noted it does appear that tooth #24 is slightly intruded and advised the patient to rest on the lower for 14 days.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.